Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was thick tissue damage. The product analysis noted evidence that the device was not used as intended. This issue can occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone, and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during delta-shaped anastomosis on a laparoscopic assisted distal gastrectomy, at the time of entry hole closure, the surgeon fired the device at the sixth firing, and no staple was found to be stapled at the tip. Additional resection was performed on the same site. The procedure was completed with another device.